Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of use.

Manufacturer narrative:
The reported event was confirmed. The product was used for treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted a tear in the balloon surface (measuring 0.4820 inches long). This was out of specification, which states "balloon must not be torn." There were no missing balloon pieces. The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling damaged (core pins).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve are mat be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of use.

Manufacturer narrative:
The reported event was confirmed. The product was used for treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted a tear in the balloon surface (measuring 0.4820 inches long). This was out of specification, which states "balloon must not be torn." There were no missing balloon pieces. The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling damaged (core pins).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve are mat be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of use.